Event description:
I was not verbally informed by the doctor of any complications I would have. I was not told by the doctor that the implant would be displaced to the point that my breast looks deformed. My breast appeared displaced approximately six months after the implant. I saw the doctor and he told me "I would have to pay again to have the displacement fixed. He stated "he wished he would have done a better job".